Event description:
It was reported bleed back occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system sheath (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure bleed back was noted while using the watchman fxd double curve access system sheath. There were no issues closing the valve, no damaged was noted, and there was not a significant amount of blood loss. No intervention was required as a result of the leak. The 31mm closure device was successfully implanted. There were no patient complications, and the patient was discharged the same day.

Manufacturer narrative:
Device evaluated by MFR.: a watchman fxd curve access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed no damage or defect. Microscopic examination revealed no damage or defect. The sheath lumen was borescoped and observed the valve completely closed. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The hemostatic valve did not leak. Product analysis could not confirm the reported event as the device did not leak and there was no valve damage.

Event description:
It was reported bleed back occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system sheath (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure bleed back was noted while using the watchman fxd double curve access system sheath. There were no issues closing the valve, no damaged was noted, and there was not a significant amount of blood loss. No intervention was required as a result of the leak. The 31mm closure device was successfully implanted. There were no patient complications, and the patient was discharged the same day.